Event description:
This notification was opened for review for information received that a patient using a ds2adv auto CPAP device stated that device had its filters turned black instead of white. Patient was advised on the steps on how to clean the device filters as it could possibly be due to environmental factors, but patient insisted it is not dust nor dirt from patient's bedroom. It was also stated that patient felt inflammation in the nose and dry throat in the morning these past few days. Patient has responded mandatory questions and harm questions asked. In addition, patient has mentioned that both air filters of the device are replaced with brand new filters every two weeks and device is away from any possible pollutants as mentioned in previous email. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.